Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 51 mg/dl at the time of incident and customer current blood glucose level was 77 mg/dl. Customer treated with food. Customer declined trouble shooting for low blood glucose. The device will not be returned for analysis.